Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother explained that there was a crack on the insulin pump near the battery compartment and that the customer was subsequently had difficulty with inserting a battery into the insulin pump. The customer's mother also stated that the customer inserted a battery in the insulin pump and experienced a blank display. The customer's blood glucose was unknown. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump was received with normal operating currents. No damage found on the connector lcd isolation tape noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.